Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed/error/alert occurred on for transmitter with serial number (B)(6) and lot number 5275850. However, transmitter with serial number (B)(6) and lot number 5278497 was returned for evaluation. An external visual inspection was performed and passed. Voltage test was performed and failed. A review of the share logs was performed and failed for serial number (B)(6) and lot number 5278497 within the investigation window. The allegation was undetermined. The probable cause was determined to be discharged battery. The reported event of transmitter failed/error/alert is reportable because there were no data log to review. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.